Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse performed a preventive maintenance on the instrument and verified all repairs per established procedures. In addition, the fse reviewed the pt sample data and discussed with the customer sample handling as a probably cause of the observed imprecision. This MDR represents event 2 of 2 reported by the customer. This MDR is related to the following MDR that has been reported: MDR 2122870-2011-05555. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report an erratic ferritin pt sample result generated on their access 2 immunoassay system. The erratic pt sample result was not reported outside of the laboratory. It is unk if there was any impact to pt treatment associated with this event. The customer reported that ferritin quality control (qc) sample results were recovering within the laboratory's established ranges both before and after the event. System checks were completed on (B)(4) 2008. All results met specifications. The same pt sample was reassayed for ferritin. Lower results were obtained in all four reassays.